Manufacturer narrative:
Correction: b1: added adverse event. E: added e1. Initial reporter & e1. Reporter's contact information. Additional info includes explant, explant date. The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot confirm any observations and cannot comment on the condition of the device. If the device becomes available, or additional information is received, quality will re-evaluate this complaint in accordance to procedures. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information three weeks after receiving the implant, the patient went to see the implanting doctor to learn how to start inflating his implant. The implant worked fine and four days later, the patient tried to inflate the implant and the bulb went flat. The implant doctor ordered an MRI and the results showed the fluid had leaked. Patient underwent revision surgery.

Manufacturer narrative:
Titan pump, cylinders 1 and 2, reservoir, detached connector /exhaust tubing, and detached connector /inlet tubing were received for evaluation. No functional abnormalities were noted with the pump. No functional abnormalities were noted with either cylinder 1 or cylinder 2. A group of striations, indicating contact with unshod instrumentation, was noted on the inlet tube of the reservoir. This is a site of leakage. No functional abnormalities were noted the detached connector /exhaust tubing. No functional abnormalities were noted the detached connector /inlet tubing. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separation in the inlet tube of the reservoir occurred after the device packaging was opened. The information received indicated that there was leakage noted on the device. Based on the evaluation, information received, and brief period in-vivo, the separation most likely occurred inadvertently during the implant procedure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.

Event description:
According to the available information three weeks after receiving the implant, the patient went to see the implanting doctor to learn how to start inflating his implant. The implant worked fine and four days later, the patient tried to inflate the implant and the bulb went flat. The implant doctor ordered an MRI and the results showed the fluid had leaked. Patient underwent revision surgery.

Manufacturer narrative:
Additional info includes explant, explant date. The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot confirm any observations and cannot comment on the condition of the device. If the device becomes available, or additional information is received, quality will re-evaluate this complaint in accordance with procedures. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformance's and capas revealed no trends for this lot.

Event description:
According to the available information three weeks after receiving the implant, the patient went to see the implanting doctor to learn how to start inflating his implant. The implant worked fine and four days later, the patient tried to inflate the implant and the bulb went flat. The implant doctor ordered an MRI and the results showed the fluid had leaked. Patient underwent revision surgery.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated. The device remains implanted at this time. Without the benefit of analyzing the device, quality cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information three weeks after receiving the implant, the patient went to see the implanting doctor to learn how to start inflating his implant. The implant worked fine and four days later, the patient tried to inflate the implant and the bulb went flat. The implant doctor ordered an MRI and the results showed the fluid had leaked. Patient will be undergoing a revision surgery, but no date has been scheduled yet.